Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a malfunction of the oxygen blending module board was observed. The oxygen blending module board was replaced and returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the oxygen blending module board failing was due to (u29) and (u28) sensors on the oxygen blending module board being out of tolerance.

Manufacturer narrative:
Device evaluated by a third party.